Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the three most proximal stent rows were distorted and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance during withdrawal from the guide catheter. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. In addition, the outer was kinked at several locations. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 21-jan-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and calcified left anterior descending (lad) artery. A 3.00x32mm promus element plus drug-eluting stent was advanced but was unable to cross the lesion even after the physician tried many ways. Non-bsc stents were also attempted to cross, but still could not cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.